Event description:
It was reported that the sometimes the sensor glucose and blood glucose are different. Customer was explained that customer needs to follow proper calibration protocol. Customer stated customer will upload and will call back if customer needs assistance. Customer's blood glucose was 270 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.